Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump had a discolored display. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the text on the display screen was dim/faded and discolored. The contrast setting was changed with little improvement observed. Unrelated to the display issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no observed issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).